Manufacturer narrative:
Additional information: b5: the diluent was saline and citrate buffer. H11: a fourier transform infrared spectroscopy (ftir) test was attempted on the particle, but the particle was insufficient to produce visible signals on the ftir spectra. Therefore, material identification of the black particle could not be determined, and the source of the particle was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had small black particles that look like debris at the end of the hose inside luer connection, further described as "the white part under the blue wing cap". The issue was noticed during filling. The device was filled with 55ml cloxacillin and 195ml diluent having a final volume of 250ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between june 19-20, 2025. H11: the device was received for evaluation. Visual inspection was performed and a black particle was located on the exterior surface of the luer lip. The particle was not in the fluid path. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.